Manufacturer narrative:
Date of event: the exact date of event is unknown. Therefore, this field was populated with (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. After inserting the dilator into the vizigo¿, the valve of the vizigo¿ sheath was loosed. The hemostasis valve (gasket) dislodged inside the hub and not outside the hub. The brim cap/hub became detached from the sheath. This was observed during preparation, before the procedure. No photo was taken. The sheath was not used on the patient. Air did not enter the patient¿s body. There were no patient consequences. The brim cap detached is MDR reportable.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2022. The device evaluation was completed on (B)(6)2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detached issue occurred. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. This issue is unrelated to the reported event. Microscopic examination in the hemostatic valve surface has shown evidence of stress marks on the outer diameter. It was determined that the valve dislodgement observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. The brim cap issue reported by the customer could not be confirmed. A device history record (DHR) review was performed for the finished device number lot 50000157 and no internal action related to the complaint was found during the review. Based on the DHR, the d 4. Expiration date and h 4. Device manufacture date have been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). On 24-jan-2023, it was noted that that following statement was added in error on 3500a follow up report # mwr-03112022-0001291910: ¿this issue is unrelated to the reported event.¿ therefore, this statement will be disregarded on the device evaluation details.